Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have a broken tube adapter at the distal end. The broken piece is approximately .089" x .105" in size. The fragment was not returned with the mcs instrument. The complaint was confirmed based on failure analysis which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip on the monopolar curved scissors (mcs) was broken. The procedure was completed with no reported injury.